Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient line. Reportedly, the customer was able to resolve the issue. Customer's blood glucose was 367 mg/dl.